Event description:
It is reported that the surgeon was unable to properly seat the articular surface into the tibial baseplate. A new surface was opened and successfully implanted.

Manufacturer narrative:
Evaluation summary: it is likely that the problems encountered are related to surgical technique. No other complaints of this nature have been received for this product/lot combination and no other complaints have been received from this surgeon. Evaluation: the device history records were reviewed and found conforming. Dimensions measured found the part to be conforming to print specifications. Visual examination identified that the dovetail feature was compressed down both sides; indicating that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument.